Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was at the quick release. The infusion set was in use for one day. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A supplemental medical device report (MDR) was submitted with the manufacturing report number 8021545-2025-00234 for complaint ID (B)(4) on 12-may-2025. This MDR is now being submitted to correct the complaint ID associated with the MFR number 8021545-2025-00234, which is complaint ID (B)(4). The initial MDR with manufacturing report number (8021545-2025-00234), was submitted on 26-feb-2025. Upon completion of the investigation, the manufacturing date was updated as 16-aug-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008377. In question was manufactured at the osted site. Device history record (DHR) review: the 6008377 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 16-aug-2024 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.